Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone15.3 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a severe hypoglycemic event after insulin administration. Initial blood glucose was over 300 mg/dl. The patient administered 0.85 units of insulin to cover 17g carbohydrates, after which blood glucose dropped rapidly to 20 mg/dl, requiring emergency transport. Following meal ordering, the patient experienced hypoglycemic symptoms and attempted to self-treat by getting a soda from a nearby restaurant. The patient lost consciousness and was found to experience a seizure. Additional symptoms included incoherence, hunger, and jitteriness. It is unclear whether glucagon was administered when taken to the emergency room (ER). The patient was discharged the same day and the pod was discarded.